Event description:
It was reported that the caller experienced an occlusion in the past but was unwilling to provide details. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.